Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they kept receiving unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was monitored for several days and no blank display anomaly was noted. No external ram crc, unexpected restart, unexpected error or loss of memory anomaly noted. No damage was found on the lcd isolation tape or interface board. The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.